Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had blood glucose levels of 402 and 404 mg/dl, which were treated with the insulin pump. Blood glucose level at the time of the call was 371 mg/dl. Later in the call, customer reported that his blood glucose level was 298 mg/dl. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.